Event description:
It was reported that the reservoir and tubing leaks insulin. Customer has received multiple no delivery alarms. Insulin is spilling inside of the insulin pump. The current blood glucose reading is 100 mg/dl. Customer woke up with a blood glucose reading of 425 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.